Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The service engineer (se) inspected the device and confirmed the reported issue. The se tried a different oxygen pipeline out let on the ventilator and all tests passed.

Event description:
It was reported that the ventilator oxygen delivery failed. No patient involvement. Event date not specified; estimate used.